Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2015 they discovered the customer "unresponsive", having experienced a loss of consciousness, so they checked her blood sugar using her adc blood glucose meter and received a reading of 78 mg/dl at 10:30 am. Caller then called the paramedics who upon arrival received a reading of 47 mg/dl and initiated an intravenous infusion of unknown type. Customer was transported to a local healthcare facility where blood was drawn for unspecified laboratory analysis. No further information was provided. There was no report of death or permanent injury associated with this event.